Event description:
It is reported by the purchasing dep. Of the hospital, that they found a hair in the packing directly next to the device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.